Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported event could not be conclusively determined. However, it is assumed that the ccd unit was flooded due to unexpected stress on the head due to the user's handling, and the image disappeared because of the failure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of the subject device was not displayed. In the evaluation of olympus service operation repair center the following was confirmed, the camera head was leaking. The camera cable was twisted. The electrical contact of the video connector was corroded. There was a dent on the electrical contact of the video connector. There was no report of patient injury associated with the event.